Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the trial worked well for the patient but since the permanent implant the device was not working. Caller stated that the patient was still going to the bathroom multiple times a day especially at night. Caller mentioned that patient has episodes where they were fine for a day and then they go back for 3 days. Caller reported that the trial worked fine for the patient, but with the permanent devices there has been no luck. Patient has been seeing the nurse practitioner for the last few times at the healthcare provider (hcp) office and they have been helping the patient by changing programs and numbers, but after multiple changes to the configurations the therapy was still not working for the patient. Caller mentioned that the hcp already took an x-ray to confirm if maybe the lead have moved and they were waiting to check this with the hcp. The patient was redirected to their hcp to further address the issue. Agent sent an email to the rep for visibility.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va32xsu, implanted: (B)(6) 2025: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 12-nov-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va32xsu implanted: (B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.